Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Healthcare professional, later reported, rupture, double capsule, seroma-late and infection (unknown onset). Patient undergone capsulectomy. Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, d4, d6b, e1, e3, g1, g4, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare physician reported capsular contracture, baker grade IV. Device remains implanted. This relates to the left side.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported rupture, double capsule, seroma-late, and infection (unknown onset). Patient undergone capsulectomy. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ infection: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion, deformation, voids and creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.